Event description:
A malfunction was reported with the pump, identified by code malf 16. There was no reported adverse impact to the customer's blood glucose level. The pump was confirmed to be under warranty, and as a resolution, technical support arranged for a replacement pump to be sent out. The customer was informed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.